Event description:
Caller reported experiencing an alarm 2 followed by an alarm 26. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin.